Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried using a different charging cable, which resolved the issue, but was advised that tandem does not recommend using third-party supplies. Tandem technical support sent a replacement wall adapter and charging cable through two-day shipping. The pump began charging and no further assistance was required.